Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had damaged pressure sensors was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they have damaged pump module pressure sensors. This was reported to bd representatives during their site visit.there was no patient involvement.